Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a new pump was put in. Too much medication was 'put in the tip' and the patient overdosed. The patient had to go 2 weeks with oral medication because she did not have the pump. The patient was going to see her new doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was receiving baclofen via intrathecal drug delivery pump. It was reported that the patient got an overdose of too much medication during the implant procedure on (B)(6) 2014. There were no further complications reported at this time.